Event description:
It was reported that during a follow up, the physician found an episode of vf not defibrillated by the device. A vt episode was diagnosed in the vf zone. Patient returned to sinus after an external dc shock. Defibrillation threshold tests were performed was able to terminate the vf episode. The patient was good during and after the event.